Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Addi a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation and the information provided. It was presumed, that the foreign material found is the simethicone. There was no deformation found to the location where the foreign material was detected. It is confirmed, that there was no deviation from instructions for, use (IFU) in reprocessing steps. However, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): the suggested event is detectable and preventable, by handling device in accordance with the following IFU:. IFU states, the detection method in cf-hq1100dl/I, operation manual, chapter 3 : preparation and inspection. IFU states, the preventive measures in cf-hq1100dl/I, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited jet tube with foreign material. There were no reports of patient involvement.